Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing. Functional testing was also performed which included pressure testing and clear passaged under water testing. During functional testing a leak was identified from the hole in the tubing. The reported condition was verified. The cause of the reported condition occurred during handling of the product during the packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak in the tubing of clearlink continu-flo solution set. This was identified during unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.